Event description:
Customer reported that insulin pump's gauge displayed a significantly lower amount than expected, showing 5 units versus an expected 100 units. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was advised to call back for troubleshooting if the problem recurs. Additionally, a warm transfer was made to discuss and escalate fill estimate issues, and a replacement was requested by sales.